Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage transvaginal mid-urethral sling system during a procedure on (B)(6) 2009. According to the complainant, as a result of the implant, the patient suffers pain, suffering, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.